Event description:
The information received from the affiliate states that this male patient with a history of hypertension, lipid metabolism abnormality, and past CABG was presented to the interventional lab for a stenting procedure of the proximal right coronary artery (rca) in 2005. The patient's admitting diagnosis was unstable angina pectoris (uap). The procedure was an elective case. The lesion was denovo and eccentric . Aha/acc classification of the vessel was a type c. The lesion was 2.6mm in diameter and 30.1mm length, with calcification. The physician had no difficulty accessing the lesion with a guidewire. Pre-dilatation was conducted with a balloon (3.0/15mm) at 12 atm for 20 seconds. A cypher (3.0/33mm) was implanted at 20 atm for 30 seconds (inflated twice). A 2nd cypher (3.0/18mm) was implanted at 20 atm for 30 seconds (inflated twice) proximal to the 1st cypher (3.0/33mm).